Manufacturer narrative:
Additional information was provided in sections d.9, h3, h.6, and h.11. The company representative was able to replicate the reported event. The core module was replaced to address the issue. The system was tested and found to meet product specifications. The module was returned for testing. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The module was received for testing on this investigation. A visual assessment of the returned sample revealed no obvious nonconformity. The sample was visually inspected and installed onto the console with no non-conformities found. The sample was then tested by inserting laser probes into both ports and for energy verification for end probe which the module passed. The reported event could not be replicated. The returned core module was working as intended so no further contributing factors were identified. Therefore the reported issue was attributed to wear/reliability of the system. The root cause of the reported event is attributed to the wear/reliability of the system. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that before surgery, an ophthalmic system laser was not working and right port not working. The surgery was completed by replacing the system. There was no patient contact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company representative was able to replicate the reported event. The core module was replaced to address the issue. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The root cause of the reported event is attributed to the nonconforming core module. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).